Event description:
The clinic reported that a laser vision correction patient underwent an enhancement in the right eye and presented with a loss of bcva of two lines at the 8 day post op exam.

Manufacturer narrative:
An amo field service specialist evaluated the system at the customer location and found the system to be operating correctly. The cause of the reported event was not determined.all pertinent information available to amo has been submitted.